Event description:
Non-delivery reported. The pump was set to deliver cipro 450mg over 1 hour every 12 hours and appeared to be running correctly. The bag was reported still full the next morning. No power loss alarms were reported. The pump remained on the pt from 3/26-4/9/99, and over the course of therapy, the customer reported that pt missed four doses of the drug. No pt harm reported.